Event description:
On an unknown date between 2012 and 2014, an endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm. The following adverse events and device malfunctions were observed: unintentional vessel coverage, type I endoleak, type iii endoleak, unknown endoleak, deployment failure, rupture, mi, dysrhythmia, chf, respiratory failure, change of renal function, leg ischemia/emboli, bowel ischemia, wound complication, transfusion/blood loss, stroke, aneurysm expansion, unknown death, aneurysm-related death. In some cases, secondary interventions and/or surgical conversions were required. No further information is available for this event.

Manufacturer narrative:
(B)(4).